Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in section which is the us list number. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. There are no anomalies with the abbvie peg tube reported that would contribute to the event. Stomatitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in netherlands underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2016, patient experienced pain at the insertion site and was hospitalized due to possible inflammation in the stomach. Additional information indicated patient experienced peritonitis on the same day. Patient also had weight loss as he was not allowed to eat, the weight increased with tube feeding. On (B)(6) 2016, the patient was discharged from hospital. On an unknown date, patient was fully recovered. Reportedly, there was no treatment.